Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the pt's asr failed and needed to be revised with another hip prosthesis. It is further alleged that the pt had high concentrations of various metallic elements in her blood.